Event description:
The customer reported obtaining erratic ion selective electrode (ise) patient results for sodium, chloride and carbon dioxide due to low anion gap values on their dxc 800 ar clinical chemistry analyzer. The customer estimated ten patients were affected. One patient had results reported outside the laboratory. The customer later repeated all samples on another dxc analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and identified the sample probe malfunctioned. The fse replaced the sample probe to resolve the issue. The fse cleaned the chloride tip and carbon dioxide tips and ports. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).